Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of the batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of a product sample to perform a proper investigation and determine the root cause. The root cause is unknown. Teleflex will continue to monitor and trend related events.

Event description:
During application of capio suture the bullet part of suture broke off from applicator causing it to be retained in the peri-urethral tissue area. The surgeon left it saying that it will cause more harm to patient on trying to remove it.